Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cracked at the glass tip at 84, 290 joules of use. The procedure was completed using a second fiber. Pt outcome: "no injury to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap distal to the fiber/cap fusion zone at the bevel; severe burnt detritus on the metal cap and severe devitrification at the glass cap output window were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.